Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: as can be seen in the imc logs, the rtlogger error triggered constantly throughout the procedure and previous procedure and the watchdog triggered two unexpected controller shutdowns on 12/23 and 1/6 device analysis: the rtlogger errors were able to be reproduced and the unexpected shutdown was even triggered once by the watchdog. The compact flashes were replaced by known goods and the errors went away with the console functioning as expected. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) is shutting down/restarting during support two times. There was never any harm to the patient and support continued. Prognosis was poor for this patient as he has a history of drug abuse, including methamphetamines with recent positive tic screen. Care was ultimately withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.